Manufacturer narrative:
Please review attached for the investigation results.

Event description:
The patient presented with abnormality of gait, synovitis and tenosynovitis, left knee pain and underwent a left knee revision surgery.